Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has been having trouble with their equipment for the last couple of weeks. Caller stated that the recharger wire is showing broken insulation at the junction where the cord meets the paddle. Recharger has an exposed wire. Caller also stated that when the patient is trying to charge the implanted neurostimulator, the relay box gets hot and the paddle gets warm as well. Caller stated the patient charges their ins at night and caller was concerned the patient was going to cause their bed to become hot and start a fire. Patient came on the line and stated sometimes the relay box is 'too hot to handle' and stated 'a couple times, I thought I got an electrical shock, like I got bit - with an electrical something, when the equipment (recharger paddle) is against my skin.' When asked event dates for this case and (B)(6) were the same date or different dates, patient came on the line and stated 'I guess you could say both issues (B)(6) started about the same time, just a week or two,' but when specifically asked about recharger again, patient stated 'I'm going to say a couple of weeks it's been getting warmer, but it was still charging.' Patient stated because of these issues, their implant is dead and now they're unable to charge their implant. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger. Due to nature of call, sr information was difficult to obtain.

Manufacturer narrative:
"H3: 97755, was returned for product analysis. Analysis found cable insulation is torn at donut end. Recharge antenna scrapped and got hot after running it at donut end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger product ID 97745 serial# (B)(6): product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also reported that the caller mentioned that the controller stimulation on/off button is broken, so they have to use the tip of a pen to push the button in. Caller stated the controller loses it's charge rapidly and stated 'now it just started where something's rattling inside of it.' Caller added that when they move the controller, something is rattling inside of the controller. When asked event dates for this case were the same date or different dates, patient came on the line and stated 'I guess you could say both issues started about the same time, just a week or two,' but when specifically asked about controller again, stated 'I'm going to say 3-4 weeks ago, but I was able to use a pen point to push it down.' Patient later stated '3 days ago - when I charged the best I could - I got my implant charged to 60%. When I went to bed that night, it was reading 60%, so I turned the tone (intensity) down a little at night, and when I got up in the morning, and was going to turn it back up (stimulation) to normal volume, but it said battery empty, so basically, my implant said it is empty according to the controller. So, the implant lost 60% charge overnight.' Agent unable to determine if patient is referring to ins or controller battery level due to caller stating patient's controller is losing charge rapidly due to controller issues and caller/patient referring to controller as the recharger throughout the call. But, patient stated they have seen 'no device found' and knows their ins is depleted and has had a hard time taking charge since these issues started. Agent reviewed considerations and patient will call back for pairing/ins charging assistance as needed after receiving new equipment. Due to nature of call, sr information was difficult to obtain. An email was sent to the repair department to replace the controller.